Event description:
A customer contacted beckman coulter inc., (bec) to report twenty five (25) unicel dxi wash buffer ii damaged cubetainers which caused the contents to leak. The customer did not report an effect to patients or end user safety.

Manufacturer narrative:
Service was not dispatched for this event. No additional information is available regarding this event. No root cause could be determined for this event. (B)(4).